Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
About 20 years ago, tha was performed. Revision surgery was performed due to loosening of the cup (6302-2-248) on (B)(6) 2024. When he extracted the v40 head 26mm + 0mm (6264-5-126), the tapered part of the stem (6265-2-113) did not have a slippery or shiny feel, it looked cloudy, and the end of the neck was smooth and shiny. Looking inside the head, it is shiny. Since it was unexpected this time, a new head was put in and the procedure was completed.